Event description:
It was reported that in central processing, at the tip of the permanent cautery hook instrument, the wire was loose. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch and grip cables loose at the tip. The housing was opened and the cables were loose in the housing. One pitch cable and one yaw/grip cable was broken at the hypotube inside the main tube. Contamination was found at the clamping pulleys. All four clamping pulleys exhibited excess buildup at the cable groves. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Failure analysis concluded the scratches likely occurred during the cleaning of the instrument. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.